Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gast rointestinal/ pelvic floor. It was reported that they have not used their ins for years because it stopped working . Patient stated that it was good for a year, and for the next 6 months it was working adequately, then it just stopped working effectively after. Patient stated that they've tried other therapy settings as they work with their hcp and the representative (rep) but it still didn't work. Patient needs to have an MRI and wanted to just have the ins removed. Agent documented reported event. Additional information was received from the patient. Patient called back and states they called the doctor's office and were going to have the battery replaced.